Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus thailand (oth). The evaluation/investigation at oth confirmed that the returned hf-generator is in standard condition. Furthermore, there were no reports of any malfunction of the hf generator. Based on the information available, the exact cause of the reported phenomenon and the patient¿s outcome could not be determined and is being judged as unknown. However, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic total abdominal hysterectomy with a bilateral salpingo-oophorectomy (tah with bso) procedure, the patient sustained burn injuries on the back, hips, and buttocks, while the neutral electrode was attached on the patient's leg. The burn injuries required medical treatment and the patient was hospitalized for one additional night. There was no report about a malfunction of the olympus medical devices and the intended procedure was completed using the same set of equipment.